Manufacturer narrative:
Corrected data: h3: (inadvertently omitted from the previous follow-up report) this report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 1 year, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the endoscope blackout, no image being visible. And the e226 error could not be identified. However, it¿s likely, the cause is related to a faulty optical connector inside the video module. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for use the camera head on the endoscope blacked out. After replacing the camera head with a similar device, the problem was resolved. There were no reports of patient harm.

Manufacturer narrative:
The subject device referenced in this report has been received; however, the evaluation has not yet begun. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the physical device evaluation. New information added to the following fields: h6. H10. The device was evaluated by olympus. The evaluation found that the allegation of the scope being blacked out was confirmed with an additional reportable malfunction of an error code e226 that was identified due to flooding due to a cable flaw and flooding from the packing of the switch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.